Event description:
It was reported the pt has been experiencing increased pain, but the exact location is unk at this time. The pt was tested for an infection and the results came back negative. The pt will undergo an allergy test as a precaution. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.